Event description:
During pt use, the power pac battery was not recognized by the ventilator when it was rebooted. This issue was resolved by replacing the battery. There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
Though requested, additional pt info was not provided.